Event description:
The codman microsensor was being placed into an adolescent patient in order to monitor intracranial pressure. After insertion, a turban is wrapped around the patient's head and at this point the intracranial pressure (icp) transducer broke. Another microsensor kit was used without difficulty, and the patient was not harmed.